Event description:
It was reported via repair work order that the cot would raise on its own potentially due to being wet at the time. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.